Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system locked with no system message displayed during a surgical procedure. The procedure was aborted and will be completed at a later date. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host was subsequently replaced to resolve the issue. The host was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release.the host was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system and booted up multiple times successfully. It was then put through a 12 hour burn-in per manufacturing test procedure. No problem was found with the sample. The returned sample met specification. Therefore, the root cause of the reported event cannot be determined at this time. (B)(4).